Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous, therefore, the physical allegations were confirmed.

Event description:
This right atrial (ra) lead was unable to be successfully implanted due to placement difficulties and helix retraction issues. No adverse patient effects.